Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the intermittent burning was not determined. The healthcare provider (hcp) speculated that it was "scar tissue" that may have been bothering the patient. The intermittent burning resolved on its own according to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he had not needed or used the device since (B)(6) 2017. The patient stated that since (B)(6) 2018 he had an intermittent burning feeling at the battery site and this had resolved as of several weeks ago. The device was attempted to be interrogated but it was overdischarged. The patient wanted to have the device explanted since he no longer experienced the pain it was implanted for and because of the intermittent burning feeling he had in the past. The issue was resolved at the time of the report.